Event description:
A therasphere 5 gbq dose was being administered to pt ag. The pt suffered an undisclosed medical emergency which forced the medical team to stop infusing therasphere to deal with the emergency. Feedback from the hosp indicated that the infusion was approx 40% of the intended dose. However, was not considered a misadministration by the hosp because the treatment was halted for a medical emergency that they did not consider to be related to the therasphere infusion.